Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the distal detachment tip (ddt) of the pusher assembly. The introducer sheath was kinked at approximately 58.0 cm from its proximal end, consistent with where an rhv would be placed. Conclusion: evaluation of the returned smart coil revealed a kink in the introducer sheath. If the rhv is overtightened on the introducer sheath, damage such as this may occur. This kink did not result in additional resistance when cycling the coil past this point. During functional testing, the smart coil was able to advance through a demonstration catheter with minimal resistance. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, the physician successfully placed three smart coils and eight other coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil as the twelfth coil, the physician experienced resistance at the hub of the microcatheter and could not advance any further; therefore, the smart coil was removed. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.